Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information received: the blister was cracked, so there was a concern that sterility was compromised.

Event description:
It was reported that before an unknown procedure, the packaging was damaged during shipping. Product was not used.